Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 g2: this event occurred in canada, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system would not expose. The site attempted to use the handswitch and foot switch, but neither initiated the spin. When pressing the button on the handswitch or pressing the switch on the foot pedal, the green light on the mobile viewing station (mvs) would flash continuously until let go. After that, it would go back to a solid green light. They performed a full reboot of both the mvs and image acquisition system (ias) and the issue was resolved. The total delay was about 10 minutes. It was noted that this issue happens very often and that the customer is becoming quite upset about this issue. There was no reported impact to the patient.